Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. No damage or irregularities were visually noted to any of the molded components of the dialyzer. Blood was noted throughout the dialyzer, and coagulated blood in both header caps. The returned sample was subjected to a laboratory bubble point test. A leak was not detected, possibly due to the presence of coagulated blood throughout the dialyzer. Further examination of the fiber bundle did not identify any other damage or irregularities. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the fiber bundle, a potted fiber fragment was identified at approximately 270 degrees with the dialysate ports situated at 0 degrees on the non-cavity ID end. An opposing end of the fiber could not be isolated. The fiber measured approximately 0.05mm in length. Further examination of the fiber bundle did not reveal any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Correction: the additional information from section h2 in the previous report (follow-up #1), was not specified in h10. The additional information was referencing sections d10 and h3.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, and was visually observed on the dialysate side of the dialyzer. There was no damage identified on the dialyzer prior to use. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 200 to 250 ml. There was no patient injury, adverse effects, or medical intervention required as a result of the event. The patient successfully completed their treatment on the same machine after restarting and setting up with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.